Manufacturer narrative:
Date of submission (B)(4) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box showed records for (B)(4) 2017 ¿ (B)(4) 2017. The black box data did not reveal any evidence of short battery life. On investigation, the pump powered on using the returned battery cap, which was able to fully tighten to the pump. The electrical current draws were measured to be within the required specifications. A ¿battery life¿ issue was not duplicated during the investigation. Moisture was confirmed in the battery compartment, in the pump on the printed circuit board and other internal components; leak testing revealed moisture leakage at a crack in the battery compartment and through a tear in the audio bolus button cover. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method codes: (B)(4). Eval code: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.